Manufacturer narrative:
A ge representative has not yet evaluated the system. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the image went white and the collimator closed down. No patient injury was reported.